Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that after puncture, the wire guide was difficult to advanced into the needle. Therefore, it was removed from the patient's body. It was confirmed that the wire guide was stretched and kinked. As a result, another device was used to complete the procedure. There are no known adverse effects to the patient reported as a result of this issue.